Manufacturer narrative:
Eval results: migration, endo leak. Conclusion: lack of info. Other secondary intervention required.

Event description:
An aneurx stent graft sys was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported approx 53 mos post stent graft implantation, the CT demonstrated that the stent graft had migrated resulting in a distal type I endoleak. The physician elected to treat the pt with placement of another MFR's aortic cuffs. The pt was reported to be fine and no add'l clinical sequelae have been reported.